Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Therefore, the reported condition could not be confirmed. The customer self serviced the device. Should the pump be returned for evaluation or additional information is received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of the "ac icon is not illuminated when plugged into mains power" was confirmed during product evaluation by a technician. The root cause was identified as a blown "slow burn fuse". The fuse was replaced to correct the reported condition. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported to baxter (B)(4) a colleague infusion pump with a malfunction where the "ac icon is not illuminated when plugged into mains power". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. However, the customer has inspected and repaired the device themselves on-site. Upon further review, the quality engineer has confirmed the reported condition as a fuse issue. The customer repaired the fuse to correct the reported condition. This device is a colleague pump with a user interface module software version of 7.01.00. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Should additional information become available, a follow-up medwatch will be submitted.